Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was on, but the display remained black. Customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.